Manufacturer narrative:
The reported event of loss of capture was not confirmed. As received, a complete lead was returned in one piece. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. A visual inspection of the lead revealed no anomalies except for damages consistent with procedural damage.

Event description:
It was reported that the patient was hospitalized after a syncopal episode that resulted in a broken leg. Upon interrogation, loss of capture was observed on the right ventricular (rv) lead. The physician suspected that ineffective pacing as a result of loss of capture was the cause of the event. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.